Manufacturer narrative:
Analysis of programming history.

Event description:
Review of the manufacturer's programming history database revealed that a faulted system diagnostic test occurred on (B)(6) 2011. A final interrogation was performed which showed the device settings were changed to unintended parameters, but the settings were not corrected prior to the patient leaving the clinic. The off-time and magnet output current were later corrected on (B)(6) 2011. However, the pulse width was not corrected until (B)(6) 2012. No patient adverse events were reported. Manufacturer labeling indicates to perform a final interrogation prior to patients leaving the clinic to verify the devices are at intended parameters.